Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not return for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter got stuck in stent. During a percutaneous coronary intervention, an unknown stent was deployed and opticross 6 was used in imaging the deployed unknown stent. Upon removing the opticross 6 catheter, it became snag on the distal end of the unknown stent. The catheter was push forward, was torque and remove safely. The unknown stent was post dilated successfully. The procedure was completed with the same device. There were no patient complications reported and the patient's status was fine.